Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? (B)(6) year-old male. What were the diagnosis and indication for the index surgical procedure? Upper lobectomy. Where was the surgicel used (on what tissue)? On the chest wall. What were current symptoms following the index surgical procedure? Onset date? His postoperative condition was good, and he was doing well after the pleural effusion was drained. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented as follows. The hemoglobin level was about 20cc for a 500cc pleural effusion, so it was not serious to begin with, and the possibility of postoperative hemorrhage caused by the powder is low. We have never had any postoperative hemorrhage with surgicel, unless some additives were mixed in during the processing of surgicel to powder, so it is possible that some other factor caused the reaction in the patient and affected the side effects. What is the patient¿s current status? The patient was discharged from the hospital without problem. Please clarify what is meant by the irrigation was insufficient? The excess powder was not washed off sufficiently. The following information was requested, but unavailable: what was the date of index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? Available. What is the lot number? How much surgicel was used during the procedure? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative postoperative hemorrhage or pleural effusion? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an upper lobectomy procedure on an unknown date and absorbable hemostat was used. The absorbable hemostat was used on the chest wall, and after confirming hemostasis, the excess powder was irrigated cleanly. After the procedure, postoperative hemorrhage occurred. There was no abnormality during the postoperative hospitalization period, but when the follow-up x-ray was performed two weeks later, there was a pleural effusion (500 cc), which discolored light red when examined (possible postoperative hemorrhage). The hemoglobin level was 20cc against 500cc of pleural fluid. The patient was hospitalized, and the pleural effusion was drained. The patient¿s condition has been good since then, and he was doing well after the pleural effusion was drained. No reoperation was performed and no additional treatment is planned as of now. Additional information was requested.